Event description:
It was reported that during a stenting treatment procedure, deployment issues occurred. Vascular access was obtained through the femoral artery. A 4fr pigtail catheter was used to perform a diagnostic angiogram. Lesions were noted in both iliac arteries near the aortic bifurcation. The lesion in the moderately to heavily calcified right iliac artery was 90% stenosed. The lesion in the moderately to heavily calcified left iliac artery was 70% stenosed. The decision was made to implant two 10x98x75 epic vascular stents, performed by two physicians using kissing stent technique. The lesions were not pre-dilated. 6fr introducer sheaths were placed in the femoral artery and the stents were advanced and placed in a retrograde manner across the lesions. The marker bands were in line on both sides, with the distal marker bands placed into the aorta to enable kissing stents to be deployed. The proximal marker bands were at approximately the same vessel height under angio. The stents were deployed together at the same time by the physicians. After the stents were deployed, it was noted that the stent in the left iliac was 2-3cm shorter than the stent in the right iliac. Both distal marker bands still lined up as positioned. The left iliac was then treated with balloon angioplasty outside of the stent. A non-bsc 8mmx4cm stent was implanted to extend the stent in the right iliac. Both epic stents were post-dilated with a non-bsc 8mmx4cm balloon catheter. The stents were well apposed. The procedure was considered complete and the patient had good flow post procedure. No patient complications were reported and the patient's status is stable. In the opinion of the physician, "when looking at the images there is a potential for the vessel to be more tortuous than appreciated at first so the stent may not have shortened and it was the vessel shape that caused an illusion of shortening." This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, deployment issues occurred. Vascular access was obtained through the femoral artery. A 4fr pigtail catheter was used to perform a diagnostic angiogram. Lesions were noted in both iliac arteries near the aortic bifurcation. The lesion in the moderately to heavily calcified right iliac artery was 90% stenosed. The lesion in the moderately to heavily calcified left iliac artery was 70% stenosed. The decision was made to implant two 10x98x75 epic vascular stents, performed by two physicians using kissing stent technique. The lesions were not pre-dilated. The 6fr introducer sheaths were placed in the femoral artery and the stents were advanced and placed in a retrograde manner across the lesions. The marker bands were in line on both sides, with the distal marker bands placed into the aorta to enable kissing stents to be deployed. The proximal marker bands were at approximately the same vessel height under angio. The stents were deployed together at the same time by the physicians. After the stents were deployed, it was noted that the stent in the left iliac was 2-3cm shorter than the stent in the right iliac. Both distal marker bands still lined up as positioned. The left iliac was then treated with balloon angioplasty outside of the stent. A non-bsc 8mmx4cm stent was implanted to extend the stent in the right iliac. Both epic stents were post-dilated with a non-bsc 8mmx4cm balloon catheter. The stents were well apposed. The procedure was considered complete and the patient had good flow post procedure. No patient complications were reported and the patient's status is stable. In the opinion of the physician, "when looking at the images there is a potential for the vessel to be more tortuous than appreciated at first so the stent may not have shortened and it was the vessel shape that caused an illusion of shortening." This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
The initial emdr was due on (B)(6) 2010 and was submitted on (B)(6) 2010 but there was a delay in processing acknowledgement 3 due to an FDA server issue which made the MDR appear late. (B)(4).